Manufacturer narrative:
The second peritonitis event occurred (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two events of peritonitis which were manifested by ¿acute abdominal symptoms¿ (not further specified). The causes of the events were not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events, action with pd therapy and patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
Patient age previously reported as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The second peritonitis event occurred (B)(6) 2017 (previously reported as (B)(6) 2017). Upon follow up it was reported the peritonitis was manifested by ¿aggravation of general condition¿ and abdominal pain. The patient was hospitalized the same day as event onset and was discharged 12 days after admission. The patient was treated with cefazolin and turixin (no further details). Action with pd therapy was unknown. It was reported the patient experienced a relapse peritonitis event 42 days after first event onset and was hospitalized the same day. At the time of this report, the patient was not recovered from this peritonitis event and remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.